Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation found the device in back-up mode. Four attempts to complete a software download failed. Therefore, the device was replaced.